Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen and was offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn b)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn b)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was offline. The field service engineer (fse) found failure occurred because the drawer controller printed circuit board (pcb) in drawer 2.1 was defective. Fse replaced the faulty pcb, reset the retractor cables in drawers 2.1 and 2.2, and the row tray cables and internal bus cable connections. After completing these steps, the station was rebooted, and hardware testing was performed successfully using the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.